Manufacturer narrative:
Review of the device history record was not possible because the lot number was unavailable. St. Jude medical was unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the information provided, the cause for the reported vessel occlusion cold not be conclusively determined. The angio-seal instructions for use (IFU) state possible treatments for risks or situations, which may be associated with the use of the angio-seal device or vascular access procedures include collagen deposition in the artery or thrombosis at the puncture site. If this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of the event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU precautions the safety and effectiveness of the angio seal device has not been established in patients with clinically significant peripheral vascular disease.

Event description:
It was reported the patient underwent an elective cardiac catheterization and hemostasis was achieved with 6f angio-seal device. Approximately twenty minutes post-procedure the patient complained of right foot numbness and aching. Dorsalis pedis pulses were not palpable or posterior tibial audible by doppler. Both were palpable pre-procedure. The symptoms progressed and ultrasound showed interruption of flow in the right femoral artery at the arteriotomy site. After surgical consultation, an exploration of the right femoral artery with repair, a common femoral thrombo-endarterectomy and femoral popliteal embolectomy were performed. On entering the vessel, an elevated posterior plaque and a small plastic device was present; the device was removed. The procedure was completed and pulses were restored. The surgeon believed distal embolization was prevented by the plaque formation. The hospital medwatch number is (B)(4).